Event description:
It was reported that the pt rec'd a severe blow to the head over the implant area (during a fight with a family member). The pt is no longer able to hear. No auditory responses, even when stimulating all electrodes at high levels. Facial stimulation is experienced when stimulating at high levels on the one electrode. All external equipment was exchanged, but with the same negative results. The pt feels pain when touched around the device coil.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.